Event description:
Customer reported an issue where the pump clock was losing time and required frequent resetting. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.